Event description:
It was reported by service report that the scale and bed exit are not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.